Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer stated that the perceived cause of the event was that she was not checking her blood glucose regularly enough. The customer also stated that following the event, she saw a dietitian, who added protein to her diet. Subsequently, the customer has not experienced as many episodes of low blood glucose. Nothing further was reported.